Event description:
Experienced severe pain and missing readings on my stelo device. I contacted stelo and they suggested seeing a doctor. I saw a doctor who told me to remove the sensor and apply a new one. Stelo support is terrible and I sent them a message and they responded saying that they could not validate my problem and would not be looking into it further or providing a replacement sensor, which is fine, but they are being lazy. Additionally, there is no way to re-contact stelo to discuss this issue or provide additional info - they just closed the case.